Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the physician confirmed that the dissection was due to his improper manipulation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a mid-left anterior descending artery that was 90% stenosed. A 1.50x15mm rx mini trek balloon dilatation catheter was pressurized to 8 atmospheres and a dissection occurred. The dissection was not treated due to it being in a small branch vessel. There was no adverse patient sequela reported. No additional information was provided.